Event description:
The customer reported that his blood glucose reached 305 mg/dl two hours after the pod was activated. He noticed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.